Manufacturer narrative:
As reported, a 3mm x 15cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter was used for pre-dilation; however, the balloon burst when pressure pump was about six atmospheres (atm). There was no reported patient injury. It was replaced with a 3 x 150 savvy long and 4 x 150 savvy long balloon catheters and a smart stent (unknown) was implanted to complete the procedure. The patient had long segment calcified occlusion of the superficial femoral artery (sfa) in his left lower extremity. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A competitor's contrast media and inflation device were used with a one-to-one ratio. The inflation device was successfully used with other devices. The right sfa was punctured through a non-cordis guidewire with a single curved catheter (unknown). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and the guide catheter. The catheter has never been in an acute bend. The product was removed intact (in one piece) from the patient. The product was returned for analysis. A non-sterile saber 3mm15cm 150 was received for analysis coiled inside a plastic bag. Per visual analysis of the unit, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation test was performed. The balloon was inflated successfully at 14 atm (device¿s rated burst pressure) with the inflator device; neither a leakage nor a burst was observed on the balloon. A product history record (phr) review of lot 82203692 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined. It is likely procedural factors and handling of the device, contributed to the event reported by the customer. Per functional analysis, the balloon was inflated to its rated burst pressure of 14 atm¿s with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 3mm x 15cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter was used for pre-dilation; however, the balloon burst when pressure pump was about 6 atmospheres (atm). There was no reported patient injury. It was replaced with a 3 x 150 savvy long and 4 x 150 savvy long balloon catheters and a smart stent (unknown) was implanted to complete the procedure. The patient had long segment calcified occlusion of the superficial femoral artery (sfa) in his left lower extremity. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device were used with a one to one ratio. The inflation device was successfully used with other devices. The right sfa was punctured through a non-cordis guidewire with a single curved catheter (unknown). The device will be returned for evaluation. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient.